Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and lumps under armpit and around breast. The device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified; underweight, red particles in the shell, red particles in the gel and opening on posterior. A visual and microscopic analysis was performed which identified; sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp pattern on posterior of opening assessed as an unidentified (tear) opening.

Event description:
Patient additionally reported silicon in her lymph nodes.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.2., b.5., d.6b., g.2., h.6.

Event description:
Device has been explanted.